Manufacturer narrative:
Inspected one opened and used enlite sensor; performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 143 mg/dl. Customer is not experiencing intermittent calibration error alerts. Customer was advised to wait until blood glucose is stable to calibrate. Customer was explained alert may be caused by rapid increase/decrease in blood glucose values. Customer will return current sensor and will be send a new sensor. Customer was advised to monitor.

Manufacturer narrative:
Inspected one opened and used enlite sensor; performed continuity resistance test and sensor failed test.